Manufacturer narrative:
(B)(4). Method: the complaint neopuff was received at our fisher & paykel healthcare regional facility in (B)(4) and was visually inspected. Results: visual inspection revealed that the bottom manometer nut was loose. Conclusion: it is possible that a production line operator may not have tightened the nut properly and the nut became loose during shipping/transportation. The nut was tightened and the neopuff unit was put back into service after passing a performance test.

Event description:
A hospital in (B)(6) reported that a neopuff infant resuscitator had "loose components" inside the unit. This was found by the customer when they first received the new neopuff.